Event description:
It was reported that the patient received inappropriate therapy for supra ventricular tachycardia (svt) of some sort with a low match in the wavelet template of the implantable cardioverter defibrillator (ICD) device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2014 (B)(6). (B)(4).